Event description:
Describe event, problem, or product use error: these syringes were provided as flu supplies. When placed on the flu syringe, several needles will not allow you to push the air out of the syringe.